Event description:
It was reported that the universal drill continued to run and a piece fell off at the user facility. After several follow-up attempts were made, no additional information was provided regarding this event.

Event description:
It was reported that the universal drill continued to run and spinning automatically when plugged in during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the universal drill continued to run and spinning automatically when plugged in during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Additional information was received from the user facility providing further details of the reported event including that the device was spinning automatically when plugged in. The reported event of disassembly will now be reported on complaint #(B)(4), under MDR #(B)(4) as it was reported the pieces that disassembled were from the attachment and not the handpiece. Concomitant medical products: the u2 straight medium m attachment was added as a concomitant product as it was also used at the time of the reported event.

Manufacturer narrative:
During failure analysis, the reported event of the device running on was not confirmed. There were no findings during testing and on disassembly that would cause or contribute the reported event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.